Event description:
A customer contacted beckman coulter inc., (bci) regarding false high sodium (na), chloride (cl) and carbon dioxide (co2) results generated by the synchron lx20 pro clinical system for one patient. When the high results were noted, the specimen was repeated 2 additional times with matching lower results which were reported out of the lab. The high results were not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The sample was plasma, collected in a green top tube and pipetted into an insert tube. Qc prior to and after the event was within lab-established ranges. Qc data was requested, but not received. A field service engineer (fse) was dispatched. The fse cleaned the flow-cell and electrolyte injection cup (eic), performed alignments and verified performance. The root cause of the event is unknown.